Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away the same day of the implant procedure of a leadless implantable pulse generator (ipg). The patient had been previously admitted to the hospital with severe symptomatic anemia due to a gastrointestinal bleed. An endoscopic procedure revealed acute duodenal ulcer with erosive gastritis. An echocardiogram demonstrated a preserved ejection fraction and severe pulmonary hypertension. The patient was transfused with packed red blood cells to treat the anemia. During hospitalization, the patient had multiple pauses and transient heart rates from twenty to forty beats per minute. The patient underwent an uncomplicated leadless pacemaker implant procedure. One hour after the procedure, the patient experienced a drop in blood pressure, then an abrupt pulseless electrical activity (pea) cardiac arrest. A bedside echocardiogram suggested a pericardial effusion had occurred. Spontaneous circulation returned following advanced cardiac life support (acls) and the patient was transported to radiology for a computer tomography (CT) scan. While in radiology, the patient experienced another episode of pea which required forty five minutes of acls. After medically stabilizing the patient, a percutaneous approach to a pericardiocentesis was performed and a pericardial drain was placed. Once an improvement of the patient¿s pulses were noted, a computer tomography scan was performed which showed no pericardial effusion, the expected placement of the leadless ipg and the placement of a right pericardial drain through the right ventricular wall. A complex left hemothorax secondary to chest compressions and a ¿flat¿ aorta were also noted on the CT scan. Additional blood was transfused; however, the decision was made to discontinue resuscitative efforts following a prolonged period of failure to achieve return of spontaneous circulation to the patient and the patient passed away. It was noted the patient died due to cardiac arrest in the setting of known hemorrhagic shock in the setting of known massive gastrointestinal bleed with severe pulmonary hypertension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.